Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient's pump was replaced on (B)(6) 2021 for normal battery depletion and they started having withdrawal symptoms starting yesterday, so the healthcare provider (hcp) wanted to check the pump. Reviewed interrogating pump - no alerts were found. Reviewed checking reservoir volume manually and comparing to volume on programmer. The hcp didn't think that patient's dose was changed at replacement but didn't provide details. The hcp planned on contacting the patient's attending physician and letting them decide what to do next.